Manufacturer narrative:
Two samples from the patient were provided for investigation. The customer's results could be reproduced. An interfering factor against a reagent component was observed in the investigated samples as changing concentration values were observed with a-tg and also with different ft3 / ft4 assay versions. Product labeling for the assay states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin, or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ft3 g3 elecsys and ft4 g3 elecsys results from a cobas e 801 module analyzer. The samples were submitted for initial investigation and on (B)(6) 2022, they were tested on a cobas e411. On (B)(6) 2022, the samples were tested on a cobas e801. On (B)(6) 2022, the samples were tested on an abbott architect analyzer. It was requested but not known if any of the questionable results were reported outside of the laboratory. This medwatch is for ft3 g3 elecsys. Refer to the medwatch with patient identifier (B)(6) for the ft4 g3 elecsys results.